Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was concurrent error on external processor service. A technical support specialist (tss) accessed the server and ran queries to investigate unprocessed admit discharge transfer (adt) discharge messages and the occurrence of multiple patients assigned to the same bed. Results confirmed that discharge messages for two patient visits were not processed. Log review identified a matching error in the external inbound processors service consistent with knowledge article, med es server messages not processing concurrent error. A recommended hotfix (10000454116-00 es srv addmsgprocessindx 5.9.6) was deployed. Findings were communicated to the customer and customer confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, 2 patients shown in bed 1 and need to know adt hl7 received in cce. There were no adverse events or injuries reported based on this event.